Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection found no issues. A functional evaluation revealed short circuit detected error message upon plugging in device. Further evaluation revealed a defective power cord. It was determined that the power cord has shorted internal wiring. No overheating was noted a review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed, and the root cause was associated with a short in the power cord. Factors which can contribute to a shorted power cord include rolling a heavy cart over the cord or excessive bending of the cord. Even though no overheating was noted, a shorted power cord can lead to a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during surgery the motor drive unit was over heating. The procedure was completed without delay using a smith and nephew back up device. No further complications were reported.